Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was overfill. The following information was provided by the initial reporter. The customer stated: "the nurse uses an arterial blood sampling device to take a blood gas sample for the patient, and checks that the needle plug is at a preset scale of 1ml. When collecting blood for the patient, the preset scale is reached but the blood does not stop flowing into the blood collection device. When the blood flows to the scale of 2.5ml, the nurse pulls out the blood collection needle."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.